Manufacturer narrative:
(B)(4). The device manufacturer date is not known. Alleged failure: burn on insulation at shaft the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the probable root causes could be user misuse, excessive force, or improper sterilization methods. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.